Manufacturer narrative:
Corrected data: based on further review of the complaint file, it was noted that section h4. Device manufacture date, and h6. Investigation conclusions codes were not accurate on the initial medwatch report. The following sections have been updated accordingly. (State which sections). Section h4. Device manufacture date, dec 26, 2019. Section h6. Investigation conclusions code, 4316. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported he experienced a perforation arcuate on one of his patients due to patient movement during arcuate incision. Since then he uses intrastromal incisions. Customer didn¿t provide any further patient information or the date it occurred.

Manufacturer narrative:
Section a2, a4 and a5: unknown as the information was requested, and not provided. Date of event: info not provided section d6a: if implanted, give date: not applicable, as the system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the system is not an implantable device. Section h3: our clinical application specialist was onsite for evaluation. System performing to specification. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.